Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 24, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on august 29, 2022.

Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device and tinnitus. Reprogramming attempts were made; however, the issue could not be resolved. The patient had a cholesteatoma surgery before ci surgery (radical mastoidectomy). Otoscopy showed an extrusion of the electrode in the external auditory canal.